Manufacturer narrative:
Date of event: the event occurred on an unknown date in 2019. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures showed that the cone of the male luer lock of the access line was cracked. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was identified as manufacturing design. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a prismaflex m100, a leak in the red line occurred and "a missing component in the final of red line to perform the connection" was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the red line was not connected due to the missing component. The issue occurred during the kit installation. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.